Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/3/2017; medical records received. After review of the medical records for MDR reportability, the revision operative note also indicated instability. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient was revised to address a dislocation.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017 medical records received. After review of the medical records for MDR reportability, the medical records report that the patient had pain related to the dislocation of the implants. There was no new information that would affect the existing MDR investigation. Complaint updated: (B)(6) 2017.